Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The hospital has reportedly refused to return the explanted device to the company. A review of the device history record revealed no anomalies.this is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced swelling and necrosis at the skin flap. The site was drained and the recipient received a ceftriaxone injection for ten days. The recipient was hospitalized on (B)(6) 2016. The recipient's device was explanted. The recipient's infection has resolved.